Event description:
On 02/06/07, the end-user's wife called in, via telephone, reporting that the left front wheel stem bolt started bending 2 months prior to the incident. End-user did not seek medical attention or sustained injuries.